Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint. And completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed, and the instrument was able to clip. However, the instrument would not release the ligation clip. One side of the ligation clip remained stuck on the clip applier groove. Additionally, the instrument was found with one grip slightly bent. The damage was found at the clip groove. As a result, the clip applier instrument could not release the ligation clip properly upon performing a clip function.

Event description:
It was reported, that the medium-large clip applier instrument was returned with no specific issue reported. And a request for device evaluation. From available information, the procedure was completed with no reported injury. And a delay of approximately between 15-30 minutes. Intuitive surgical, inc. (Isi) had made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts, no further details were received as of the date of this report.